Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Device requested for failure investigation.

Manufacturer narrative:
The customer stated the ag-920pa multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2 goes into zero calibration every time the patient breathes into the unit. This happens whether the device has been recently calibrated or not. The dryline receptacle was replaced. The unit was evaluated and the customer's complaint could not be confirmed. The unit was warmed up and calibrated with no issue. The unit was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.